Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm/injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously submitted MDR 2518422-2022-00731 with incorrect sections h6 and submitted the report with incorrect b5 verbiage the manufacturer previously received information alleging an visualization of particles related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm/injury. Section d4 and h6- type of investigation, findings and conclusion code was updated/corrected.